Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) was out of electrical specification. Analysis also found the upper case, lower case, and one bail cover were contaminated and broken. Battery release and ring cover were contaminated. One bail cover, one bail, and the battery drawer o-ring were missing. Battery contacts were compressed, keyboard was scratched, and serial number label was torn. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.